Event description:
The reporter stated that during a hysterectomy, the uterus was burned where the insulated shaft was resting against it. No treatment was involved as the uterus was being removed. The blades were replaced and the operation was completed without incident.